Manufacturer narrative:
It was reported that the ventilator's nozzle unit was found defective. Our field service engineer has investigated the reported ventilator on site. The nozzle was replaced to resolve the issue and sent back for investigation. The returned nozzle has been tested in a ventilator. As soon as it was connected to the air hose it started hissing. The pre-use check failed with most of the tests. During ventilation, it alarmed for safety valve test failed, paw high and o2 concentration low. The o2 concentration was 34% instead of 60% and the delivered volume had huge difference between inspiratory and expiratory. After a thorough visual examination, it was determined that the nozzle had a broken feather spring that caused a major leakage that led to the reported issue. The reason for the feather spring to be broken is not established by this investigation. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's nozzle unit was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).